Event description:
It was reported that the patient went to the ER (emergency room). A device check was performed and it was found that recommended replacement time (rrt) had been triggered for the device and that t-wave oversensing was present on the right ventricular (rv) lead during episodes. It was noted that the following day the device was changed out due to rrt and the rv lead remains in use with the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.